Manufacturer narrative:
Patient information was refused by the site's or manager. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant was intermittently flickering when moving or pushing buttons. The representative replaced the pendant. The system then passed the system checkout and was found to be fully functional. Analysis on the returned pendant was unable to confirm or replicate the issue. Visual inspection shows instructional sticker on the face of the pendant. No functional problems found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant was flickering while setting up for a navigated case. There was no surgical delay and no impact to the case or patient.